Event description:
On (B)(6) 2013, the distributer contacted animas stating part of the text was missing from the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display screen issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: during investigation, the pump powered on with a clear and legible display. There was no defect found during the investigation. The complaint that segments of the text were missing was not duplicated during evaluation.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).